Event description:
It was reported by the patient that following a urethral support and full pelvic floor procedure in 2007, she has experienced chronic pain, and continues to experience incontinence. Per the patient, another doctor has told her that the mesh has eroded and needs to be removed. Additional information received from the patient on 03/25/09 stated that she was treated in the emergency room and intensive care unit for sinus infection and bladder infection. Currently, it is unknown whether or not the device may have caused or contributed to the event. The patient stated that the company could not contact her doctor. Additional information has been requested from the patient but not yet received.